Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger was blocked and jammed on the battery handpiece device. It was further determined that the magnetic holder was broken and therefore, the trs (trauma recon system) had no function. It was noted on the service order that the device was not working. It was further determined during the pre-repair diagnostics assessment that the device failed for test for proper function of triggers, free moving and for falling out of protection. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.